Event description:
The customer discovered the primary pipettor was bent while performing weekly system maintenance on the access 2 immunoassay system. The customer stated quality control (qc) was within specification, and patient results were not questioned. All patient results were released out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) confirmed the main pipettor was bent. The fse noted the event log message indicated there was a pipettor motion error. The fse replaced the main pipettor and performed all of the necessary alignments and verification testing. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.